Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 3 of 3 allegations of skin reaction which resulted in permanent scar duration greater than 3 months. The patient reported skin reaction with six to seven sensors in the past six-month period in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4).

Event description:
Dexcom was made aware on 01/15/2025, that on (B)(6) 2024, the patient experienced a skin reaction. Date of event is an approximation. The sensor was inserted into the arm, which is off-label usage of the device. It was reported that the patient experienced a skin reaction with six to seven sensors within the past six months and this record captures the (B)(6) 2024 event. This is 3 of 3 allegations of skin reaction which resulted in permanent scar duration greater than 3 months. The event occurred on an unspecified number of days after the sensor had been inserted in the arm. The patient developed itching sensation, blisters, and a scar under the sensor patch. Prior to sensor insertion the area was prepped with alcohol. The reaction was treated with an unspecified otc topical cream. The patient declined to provide additional information or photos. At the time of the report, the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.